Event description:
Reporter stated "during a liver biopsy, no tissue can be obtained despite the regular procedure (2 x punctio sicca with the same biopince). Change of biopince, renewed punctio sicca. With the same error. Lot and ref number checked, it was the same batch. Then changed to another batch and it worked without any problems. The patient had to be pricked 4 times, which means an unnecessary and increased risk of bleeding."

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were identified. Two previously opened samples were returned for evaluation, and upon visual inspection, we observed that the pincers were flattened, preventing them from properly obtaining a sample. Based on our assessment, we can confirm the reported issue. Our manufacturing process includes rigorous computer and photographic inspections to ensure the pincer meets quality standards. During operation, the pincer extends from its window and interacts with surrounding tissues and structures. In some cases, the needle set may encounter firmer tissue than anticipated, which could impact the pincer¿s shape. Based on our assessment, the most likely cause of the needle damage does not appear to be related to a manufacturing issue. However, argon is actively working to optimize the assembly process to help mitigate this concern. Additional information provided in d9, h3, h5 and h11.